Event description:
Caller reports bleeding with a result of 2.8 inr obtained on the coaguchek xs system. She was taken to the hospital sometime from 1-3 hours later. It is not known if her inr was checked at the hospital. She was treated with 5 units of blood and oral vitamin k. Caller was admitted to the hospital for 2 days and released. Requested return of suspect system however the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.